Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as a mistake/touch contamination during pd therapy. The patient was treated with an unspecified treatment (dose, route and frequency not reported) for the event. The patient was hospitalized for the event and was discharged two days later. Peritoneal dialysis (pd) therapy was ongoing and the patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.